Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a therapeutic procedure, the hd camera head had a distorted image. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to h4. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The hd camera head had a distorted image due to a 3rd party bad connector. Additionally, the serial plate was faded. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred from video function failure caused by the 3rd party connector failure. The event can be detected/prevented by following the instructions for use which state: "moisture adhering to the electrical contacts of the video plug will result in poor connection." Olympus will continue to monitor field performance for this device.